Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product identification/expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
Legal counsel for patient reported that patient underwent a right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, loss of range of motion and metallosis. A review of invoice history could not confirm either surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-05184 and 2015-00149).

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, loss of range of motion and metallosis. A review of invoice history could not confirm either surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reveal the patient is bilateral. The left total hip arthroplasty was performed on (B)(6) 2006 with competitor components implanted. The patient's operative report for the right hip revision on (B)(6) 2014 noted effusion, soft tissue reaction with evidence of erosion of the femoral neck, gritty material, pale white material, and osteolysis. The cup, liner, head, and taper adapter were removed and replaced. Additional information received in patient medical records revealed patient's blood was tested on (B)(6) 2013.